Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2025. The anatomical location of the procedure is unknown. During the procedure, it was found that the clip prematurely deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.